Event description:
It was reported that the patient underwent a revision procedure due to the device not working with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Manufacturer narrative:
The returned device was analyzed and the reported allegations of device not working was not confirmed. Based on a review of all available information, the cause of the reported event could not be determined. The investigation conclusion code of no problem detected was chosen due to the device condition, and successful functional testing. The reported events could not be confirmed or substantiated through the product investigation based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to the device not working with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.